Manufacturer narrative:
(B)(4). Date sent: 2/25/2021. Additional information received: there have been no new issues reported since. The post-operative bleeding events were two staple line and one intraluminal bleeds. During the initial surgical procedures there was no issues noted with staple formation. The pulse firing technique was tried, and the surgeons wait 15 seconds for tissue compression. The videos were discussed, and no issues were noticed. It was mentioned that use of blue reload may be tighter than peers. Good handling of tissue was noted. The surgical team has had no formal ethicon training for 10 years. There has been no change in post-operative treatment for patients and anesthesia unchanged as well. Comments made around the suturing of staple line with v-lock. Complaint rates were discussed and possibility of saving devices for a short period of time after procedures. This can possibly help in the ongoing investigation.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2021. Videos received. This is an analysis for ten videos submitted to ethicon endo surgery for evaluation. Upon visual inspection of videos, the following was observed: the first video shows at the 2:21 mark a device that is introduced with a green reload loaded. At the 2:34 mark the tissue is placed on the jaws. At the 3:05 mark the device is removed and the staple line and cut line were as expected. At the 3:30 mark a device is introduced with a blue reload loaded. At the 3:37 mark the tissue is placed on the jaws. At the 4:13 mark the device is removed and the staple line and cut line were as expected. At the 4:43 mark a device that is introduced with a blue reload loaded. At the 4:44 mark the tissue is placed on the jaws and the video end. The second video shows a device with tissue between the jaws. At the 00:36 mark the device is removed and the staple line and cut line were as expected. At the 1:01 mark a device is introduced with a blue reload loaded. At the 1:03 mark the tissue is placed on the jaws. At the 1:37 mark the device is removed and the staple line and cut line were as expected. At the 2:04 mark a device is introduced with a blue reload loaded. At the 2:06 mark the tissue is placed on the jaws. The device is removed and the staple line and cut line were as expected. At the 3:25 mark a device is introduced with a blue reload loaded. At the 3:32 mark the tissue is placed on the jaws. At the 3:43 mark the device is removed and the staple line and cut line were as expected. The third video shows surgical instruments handling the tissue. The fourth video shows a needle/suture combination suturing the staple line. The fifth video shows a piece of tissue handling for a surgical instrument. The sixth, seventh, eight, nineth and tenth videos show a gastroscopy and bleeding appears to be note. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? What was the total estimated blood loss (ml)? Was the exact site of the bleeding identified? What is meant by inner staple line? What was the pre and postoperative anti-coagulant and pain management protocol? Yes, they wait 15 sec. Inner staple (inside the stomach). Using celebra for pain management. No further info. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a gastric sleeve operation that was performed (B)(6) 2020, the patient needed a re-operation, since the patient started to vomit blood. After a gastroscopy the surgeons found a lot of blood in the stomach, probably from the inner staple line. The surgeons sucked out the blood. Gave blood transfusion and furthermore adrenaline to stop the bleeding. After two days of monitoring the patient could return home.